Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to verify no delivery alarm due to prime anomaly. The insulin pump had normal operating currents, no unexpected low battery alarm, failed battery test alarm, off no power alarm, bad battery alarm or blank display noted. The insulin pump had broken battery cap, minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received off no power alarm, failed battery test alarm and a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the off no power alarm occurred for less than 24 hours from the low battery alert. The customer stated that they found that the battery compartment was damaged. Troubleshooting did not occur for the no delivery alarm. The insulin pump will be returned for analysis.